Event description:
Healthcare professional reported "left side contracture, pain and esthetic deformity (grade IV)" and "peripheral undulations [¿] left intracapsular rupture. Significant left perioprosthetic collection. Left radial folds" against left side device. Device remains implanted.

Manufacturer narrative:
(Phone number): (B)(6). Additional (phone number) : (B)(6). ( room number): (B)(6). Email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma-late, wrinkling, crease folding of implant.